Event description:
It was reported that there was oversensing and high impedance on the right ventricular (rv) lead and that the patient received 24 inappropriate shocks. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.